Manufacturer narrative:
Through follow-ups, customer reported that they replaced the mmi board and the reported issue was resolved. The unit has been placed back into service.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that they can touch the touchscreen and that back lights the keys but there are no changes allowed. The customer reported there was no patient involvement.